Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was going to be on an impella 2.5 for mechanical circulatory support. It was reported that placement was not possible due to calcification and tortuous anatomy femoral vessels. Implantation was aborted, no further information is available.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.